Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio 5.9, 3.7, lab 4.7, 2.7. Normal individual; meter to meter test 0.9 meter 1, 1.0 meter 2